Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was initially interrogated prior to implant without issue. After implant, the physician attempted to interrogate the device, and was unsuccessful, despite attempting multiple programmer heads. The device was removed, and was able to be interrogated successfully once again. A new leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.